Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six and a half years following the implant of this transcatheter bioprosthetic valve, into a native valve, the valve developed aortic stenosis. The mean gradient was 24 mm hg with an aortic valve area of 0.68 cm2 and an index of 0.33 cm2/m2. A peak velocity of 4.26 m/s and a dimensionless index of 0.20 was reported. It was reported that the valve had been implanted at a depth of 3 mm on the left coronary cusp (lcc) and non-coronary cusp (ncc) and that the mean gradient following implant was 4 mm hg. Subsequently, a non-medtronic valve was implanted, valve-in-valve, resulting in no paravalvular leak (pvl) and a gradient of 3 mm hg. No additional adverse patient effects were reported.